Event description:
I had the essure implants place in (B)(6) 2011. I never put two and two and two together that these may be causing any problems. Even after an xray to make sure they were in proper position my implants migrated and punctured my uterus. I have to have them removed (B)(6) 2014 along with my uterus. I'm (B)(6) years old and have to have a full hysterectomy due to essure implants.